Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender and pressure tubing were returned. No blood was observed inside the iab catheter. A kink was found on the catheter tubing and inner lumen approximately 75.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated a kink in the catheter tubing and inner lumen. We are unable to determine when the kink occurred, however the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation and deflation on the pump that resulted in the check iab catheter alarm. The reported leak could not be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that after five days of intra-aortic balloon (iab) therapy, the intra-aortic balloon pump (iabp) alarmed "leak in iab circuit". A second balloon was inserted. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).